Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts, when priming grinding sound and when insulin pump rewinds unexplained no delivery alarms. The customer¿s blood glucose level was unknown. The customer stated the insulin pump had cosmetic damage. The customer reported that the reservoir compartment was cracked and small scratches on the screen. Customer states they can read the display. The customer declined troubleshooting for the issues. The device will not be returned for analysis.